Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals remained in the loader. A new kit was used to complete the procedure. The hospital did not report any pt complications. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)